Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating the cause of the high impedances was not determined during replacement. An event date of the high impedances was unknown. This information was confirmed by the healthcare provider.

Manufacturer narrative:
No information for date of event. Refer to manufacturer report #3004209178-2018-21879 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was scheduled for an ins change as an interrogation showed end of service (eos) at 2.2. Diagnostics /troubleshooting showed high impedances on contact one at greater than 40,000 in all pairs with contact one. Unknown if environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions involved an ins change today. At the ins change the rep would see if it would clear, however, after the ins change did not change the impedances and contact one is still high. The doctor set up program b to not use contact one. Contact 2 is used which had no issues and the issue is reported to be resolved at the time of this report. The ins that was replaced was discarded and will not be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.